Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. An impella 5.5 (a percutaneous left ventricular assist device) was unable to be placed due to the patient¿s vascular anatomy. The insertion procedure for the impella 5.5 was aborted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.